Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is pregnant, attempted to test on her adc freestyle libre reader and was unsuccessful due to an "error-7" message appearing on the display. Customer reported experiencing symptoms described as "ketone symptoms, higher values" and was incapable of self-treating. Customer had contact with a healthcare professional who diagnosed her with hyperglycemia and was administered water and insulin (dose/ type unknown) for treatment. There was no report of death or permanent injury associated with this event.